Manufacturer narrative:
System updates pending. Results: known inherent risk of procedure. (B)(4). Per the instructions for use, conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, the exact cause of the complete heart block post procedure cannot be confirmed. Procedural factors (pressure from the implanted valve on cardiac structures), in addition to patient factors (severe mitral stenosis) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
During a mitral valve replacement procedure, a 26mm spaien 3 valve was implanted in the mitral position. Following the procedure, the patient developed complete heart block and required a permanent pacemaker (ppm). Medical record review revealed that during a mitral valve replacement procedure, the existing mitral ring was explanted and a sapien 3 valve was implanted. Following valve deployment, the patient appeared to be in "variable degrees" of atrioventricular block requiring back up pacing during the procedure. Post deployment, tee indicated two jets of ¿significant" paravalvular leak (pvl). The skirt of the sapien 3 valve was sutured to the atrial wall and post dilation was performed, improving the pvl. One small jet was still observed; however, there was good excursion of the leaflets, no mitral inflow gradient and no gradient across the lvot. No further actions were taken. Chest tubes and drains were placed and the transseptal access site was closed. Following the completion of the procedure, the patient was transferred to the pediatric ICU in serious condition. Post procedure, the patient was in complete heart block. An epicardial pacemaker system was implanted on postoperative day (pod) 6. The patient was discharge on pod9.